Manufacturer narrative:
It was noted by the remote service engineer (rse), that it was recommended to replace the touchscreen. A quote was provided to the customer, and an order was placed for a replacement touchscreen. It was noted that the repair would be completed by the customer; however, it further details were provided on resolution of the event. Investigation remains ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch screen that had an intermittent response. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
E:(B)(6).

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A replacement touchscreen was shipped to the customer; however, no details were available to determine the device was repaired. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.